Event description:
Related manufacturer reference number:2017865-2022-10532. It was reported that patient's pocket was red and swollen due to hematoma. Patient's entire system including implantable cardioverter defibrillator and lead was explanted. The patient was stable.

Manufacturer narrative:
The lead was returned due to a hematoma. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the was normal with no anomalies found.